Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -6.25% . There was no patient involved.

Event description:
Investigation device analysis has been completed.

Manufacturer narrative:
Investigation results completed on smiths medical cadd legacy pump. Device was in good physcial condition upon arrival. Event log did not reveal complaint of failed accuracy . Testing of device was done by three different testings and found the pump meets the publised specification of +/-6%, however the expoulsor was replaced for closer to normal range in delivery accuracy. Unknown cause of malfunction.